Manufacturer narrative:
Gehc received clarification on 5 aug 2020 that the event described in this report is a duplicate of MDR 3008729547-2020-00002 which was submitted to the FDA on 9 jun 2020. Please refer to MDR 3008729547-2020-00002 for details regarding ge healthcare's investigation. H3 other text: gehc received clarification on 5 aug 2020 that the event described in this report is a duplicate of MDR 3008729547-2020-00002 which was submitted to the FDA on 9 jun 2020. Please refer to MDR 3008729547-2020-00002 for details regarding ge healthcare's investigation.

Manufacturer narrative:
Patient information: unknown. Gehc was unable to follow-up due to insufficient customer information. Serial number and UDI unknown. Gehc was unable to follow-up due to insufficient information provided. Customer information was not provided on the medwatch report. Gehc was unable to locate a customer contact due to insufficient device identifier information. Gehc is unable to evaluate the device due to insufficient information provided on the medwatch report. Date of device manufacture unknown due to insufficient information provided. Legal manufacturer: (B)(4). Gehc became aware of this patient event from a medwatch report (mw5095087) forwarded by the FDA. The report did not contain device identifiers or customer information sufficient enough for gehc to follow-up for further details/clarification and investigation. Gehc performed a search of its complaint database to locate a record matching the report narrative and was unable to locate such a record. Therefore, a root cause could not be determined due to insufficient information available to gehc. Should additional information later become available, the record will be re-evaluated at that time.

Event description:
Per a medwatch report received, the dash 4000 monitor did not audibly alarm for an asystole condition. The patient expired.